Event description:
Fell over while on the ice; the mask has caused serious harm. I was wearing a mask and I fell on the ice - I just felt off balance and fell. I was a professional hockey player, I don't just fall on the ice. I also have headaches every single day after wearing my mask to coach. I was having these headaches before my fall. I also was feeling foggy before the fall and I still am any time I am forced to wear it while coaching. I've also witness several of my athletes unable to compete in the way they use to because of shortness of breath (caused by the mask) and their site lines being compromised. Please get rid of the masks for athletes, it causes more harm then preventing anything. Thank you. FDA safety report ID # (B)(4).